Event description:
The customer reported device went into ventilator inoperable while on a patient on the (B)(6) ventilator. The customer reported the patient was placed on a different ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.